Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was use error; tidal total ultra-filtration (uf) removal was set too low. The labeling instructs the patient to set their target uf for tidal therapy at 70% of their expected total uf. Setting the uf target too low can cause an incomplete drain which can result in an increased intraperitoneal volume (iipv) situation. If any additional information is received, a follow-up will be sent.

Event description:
A high drain error 118 (night drain #18) alarm was identified in the log of a returned homechoice device. The alarm occurred on (B)(6) 2012 10:02:41. This information meets iipv criteria. No additional information is available.